Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, the patient underwent surgical intervention on (B)(6) 2024 to explant the system. However, the lead was unable to be removed due to patient anatomy. The patient may undergo further surgical intervention to remove the lead. It is unknown which lead had caused the issue.